Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se replaced the seals on the exhalation flow sensor (evq) as they were missing. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a severe occlusion alarm. Although requested, information regarding the intervention taken on the behalf of the patient and the patient outcome has not been provided.

Manufacturer narrative:
(B)(4). Additional information was provided regarding the patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.